Manufacturer narrative:
Device not returned

Event description:
It was reported that the insulin gauge was inaccurate. No additional information was provided. Multiple follow up attempts were performed by tandem technical support to obtain additional information, however, customer did not respond.